Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the deformation could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with a 24mm amplatzer septal occluder is 9f delivery sheath.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant using a 10f non-abbott sheath. During deployment, the device shape was not desired and deformed with a cobra shape. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the deliver system. The occluder was never released from the delivery cable while inside the patient and was removed. No device was ultimately implanted. The patient was reported to be in stable condition.